Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels and hospitalization. On saturday morning, the customer had measured a blood glucose value of 56 mg/dl. The customer drank a milk coffee. Approximately one hour later, the customer's blood glucose level was at 46 mg/dl. She attempted to eat a toast with jam, but then she got unconscious. An emergency doctor was called, and he measured a blood glucose level of 35 mg/dl. Then, the patient was admitted to hospital due to hypoglycemia and stayed over night.